Manufacturer narrative:
Instrument data was not provided for review, therefore a root cause could not be identified. No systemic issue was identified for reagent lot 11101u. A product quality issue was not identified. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The customer reported that on (B)(6) 2022 they observed a sars-cov-2 positive, influenza a negative, influenza b negative result for a patient¿s sample when tested and analyzed on the cobas® liat® system (s/n (B)(4). The patient¿s same sample was repeat tested and analyzed on a different cobas® liat® system (s/n (B)(4) that generated a sars-cov-2 negative, influenza a negative, influenza b negative result. Patient sample was collected using nasopharyngeal samples in universal transport media. The customer confirmed there was no allegation of harm to the patient. The results were not reported out to the patient and/or personnel treating the patient.